Event description:
The customer returned the rigid video laparoscope to the service center, which is an olympus asset with no reported complaint. During the evaluation of the device, scratches on objective frame on distal end, dent and scratches within 2 inches of distal end and slight bent proximal was observed. The service repair technician indicated that the most likely cause of the scratches on objective frame on distal end, dent and scratches within 2 inches of distal end and slight bent proximal was due to component failure. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause of the malfunction was traced to component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device. The date of event is unknown. A supplement report will be submitted if provided.